Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell four of five in peritoneal dialysis. The care giver reported not being sure of whether the lines were properly primed prior to connecting the patient, but the actual cause could not be determined by the troubleshooting with the technical service representative (tsr). The tsr had the care giver cycle the power on the device to clear the alarm. The patient was going to perform manual therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is complete. Visual inspection was performed. Functional testing performed included leak testing (eight psi underwater pressure test with lab connectors attached), clear passage test, clamp function test, and device-device interaction testing (sample was run on machine). All testing was completed with acceptable results. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.